Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was separated. The following information was received by the initial reporter with the following: it was reported by customer that the pump disconnect visit at scheduled time. Patient states he got dressed to come in and noticed white residue on his abdomen and underwear but didn't call to notify staff. Upon arrival, patient handed the pump and tubing to rn. It became disconnected in the time between dressing himself and checking in. Rn assessed patient. Patient denies any issues other than noting the white residue this morning and separation of pump from tubing upon arrival. Skin is not irritated or inflamed. Pump balloon deflated, blue clamp and tegaderm in place. Clamps open and port flushes easily. Rn noted needless connector and bd phaseal optima connector (35-o) both have white residue at connection site. Patient discharged ambulatory.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was connected to a bd needless syringe and a fluid push was conducted. There were no issues with fluid blockage, leakage, spontaneous disconnection of the maxzero connector, or separation of the connector components. The sample was then connected to a sample bd infusion set and a simulated infusion was conducted. Again there was no issues identified with the sample. The customer complaint of separation was not verified. A root cause for the reported issue was not determined because the failure was not replicated. A device history record review for model mz1000-07 lot number 24025819 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information